Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured, and it exhibited high thresholds, no capture, high impedance and oversensing. The right atrial (ra) lead exhibited high, unstable thresholds. The rv lead and ra lead were capped and replaced. No patient complications have been reported as a result of this event.